Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2023-04598. It was reported that one of the patients leads migrated and the other lead was fractured as a result surgical intervention was undertaken on 18 october 2023 wherein both leads were explanted and replaced to address the issue.